Event description:
Customer called to report that the right side diluter panel of the coulter hmx analyzer with autoloader leaked approximately 5-10 milliliters of blood waste, which was seen was on the laser cover. Customer stated that it appeared as though the blood had leaked from a tube inside the instrument. The instrument was not in use at the time of the event; therefore, no sample test results were impacted. Customer stated that no one was affected by or exposed to the leak. On the same day, the field service engineer (fse) inspected the instrument and found a hole in the tubing through pinch valve 40. The fse replaced the tubing and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).